Event description:
It was reported that the atrial lead exhibited less than 200 ohms impedance. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that all five wires of the proximal coil were fractured at 20.5 cm from the connector pin. The proximal and distal insulations were damaged through to the coil.